Event description:
Fenestrated bipolar forceps wire sticking out from instrument tip, surgical team noticed while inside pt and removed. X-ray taken of abdomen/pelvis in or per broken instrument policy radiologist confirms no foreign objects visible on scan.